Event description:
An angio-seal device was placed post heart catheterization procedure. While recovering in the hospital, a doppler ultrasound was done to confirm a pseudoaneurysm. Eight days after the heart catheterization procedure, the pt was scheduled for surgical repair of the pseudoaneurysm. Pt's physician walked into the room and the pt ended the call. Attempts to obtain additional info have been successful.